Event description:
It was reported that during an ultrasound guided breast biopsy procedure through dense density tissue, needle allegedly bent. It was further reported that needle allegedly difficult to remove from the patient's breast. A coaxial needle was not used. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is (B)(6). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (expiry date: 10/2025)

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue throughout, the device returned half-energized revealing the sample notch and the penetration depth marker was set to 25mm. And it was further noted that the sample notch was bent backwards; there is no needle dull. On dimensional observation, it was noted that the sample notch thickness measurement was within the acceptable range. Further functional testing was not performed due to the condition of returned device. Therefore, the investigation for the reported needle bent is confirmed as the sample notch was noted to be bent. However, the investigation for the reported difficult to remove remains inconclusive as the functional testing was not performed due to the condition of the returned device. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through dense density tissue, the needle was allegedly bent. It was further reported that needle was allegedly difficult to remove from the patient's breast. A coaxial needle was not used. There was no reported patient injury.